Event description:
It was reported that during a low anterior resection procedure, the device cut the tissue but did not deliver any staples. A temporary colostomy was needed to complete the procedure. There were no additional pt consequences.